Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / pelvis pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure (batch no. 626279) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "attempts to place essure with iud in place were unsuccessful, and the iud was removed". The patient's past medical history included dysmenorrhea, gravida I and parity 1 ((B)(6) 2006). Previously administered products included for an unreported indication: metformin and claritin. Concurrent conditions included obesity, nauseous, prolonged periods, menstruation frequent and uterine bleeding. Concomitant products included cilest (ortho tri-cyclen), ibuprofen (motrin) and metformin from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain lower ("severe cramping/lower abdominal pain/llq bilaterally (achy and pressure pain)") and allergy to metals ("allergic reactions associated with nickel allergy."). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and polycystic ovaries ("pcos"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, fulguration of endometriosis). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea had resolved and the uterine haemorrhage, genital haemorrhage, back pain, abdominal pain lower, allergy to metals and polycystic ovaries outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, polycystic ovaries and uterine haemorrhage to be related to essure. The reporter commented: current weight: (B)(6) lbs. The pateint had mirena in place when attempts to place essure with iud in place were unsuccessful, and the iud was removed. The essure delivery catheter was introduced through the operating channel of the hysteroscope. The patient tolerated the procedure moderately well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: both fallopian tubes appear blocked (B)(6) 2015 : pathology report : uterus with bilateral fallopian tube, hysterectomy with bilateral salpingectomy -cervix ¿ chronic cervicitis with squamous metaplasia -endometrium ¿ proliferative type endometrium, no hyperplasia or neoplasia seen -myometrium- unremarkable histologically. -serosa- unremarkable -bilateral fallopian tubes- benign paratubal cyst, otherwise unremarkable. (B)(6) 2015 : us transvaginal : clinical history: pelvic pain x 1 week, partial hysterectomy w/ov aries still in 6.2 cm right ovarian cyst is probably benign. Concerning the injuries reported in this case, the following one was reported via social medical records:uterine haemorrhage confirming the event genital haemorrhage. Most recent follow-up information incorporated above includes: on 12-feb-2018: follow up from pfs & m.r.-events - "dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pcos, achy", attempts to place essure with iud in place were unsuccessful, and the iud was removed were added. Reporter, lot number, historical condition added from pfs. Historical condition, concomittant drug and condition, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / pelvis pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy and irregular bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. 626279) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "attempts to place essure with iud in place were unsuccessful, and the iud was removed". The patient's past medical history included dysmenorrhea, gravida I and parity (B)(6) 2006. Previously administered products included for an unreported indication: metformin and claritin. Concurrent conditions included obesity, nauseous, prolonged periods, menstruation frequent and uterine bleeding. Concomitant products included cilest (ortho tri-cyclen), ibuprofen (motrin) and metformin from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced polycystic ovaries ("pcos"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced back pain ("back pain"), abdominal pain lower ("severe cramping/lower abdominal pain/llq bilaterally (achy and pressure pain)") and allergy to metals ("allergic reactions associated with nickel allergy."). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, fulguration of endometriosis), surgery (total laparoscopic hysterectomy, bilateral salpingectomy, fulguration of endometriosis) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy, fulguration of endometriosis). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia and dysmenorrhoea had resolved and the uterine haemorrhage, genital haemorrhage, back pain, abdominal pain lower, allergy to metals and polycystic ovaries outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, polycystic ovaries and uterine haemorrhage to be related to essure. The reporter commented: current weight: 250 lbs. The patient had mirena in place when attempts to place essure with iud in place were unsuccessful, and the iud was removed. The essure delivery catheter was introduced through the operating channel of the hysteroscope. The patient tolerated the procedure moderately well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Hysterosalpingogram, on (B)(6) 2008: both fallopian tubes appear blocked (B)(6) 2015 : pathology report : uterus with bilateral fallopian tube, hysterectomy with bilateral salpingectomy, cervix, chronic cervicitis with squamous metaplasia, endometrium, proliferative type endometrium, no hyperplasia or neoplasia seen, myometrium, unremarkable histologically, serosa, unremarkable, bilateral fallopian tubes, benign paratubal cyst, otherwise unremarkable. (B)(6) 2015 : us transvaginal : clinical history: pelvic pain x 1 week, partial hysterectomy w/ov aries still in 6.2 cm right ovarian cyst is probably benign. Concerning the injuries reported in this case, the following one was reported via social medical records:uterine haemorrhage confirming the event genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain lower ("severe cramping/lower abdominal pain") and allergy to metals ("allergic reactions associated with nickel allergy."). The patient was treated with surgery (on (B)(6) 2015 pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain lower and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.